Event description:
The manufacturer received information alleging a ventilator's value is not up to the mark. There was no harm or injury reported. The ventilator was returned to the third party for evaluation and the customer¿s complaint was confirmed. The device's tidal volume and fio2 senser was reset to address the issue.

Manufacturer narrative:
H3 other text : third party service center.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator' s value is not up to the mark. There was no harm or injury reported. The ventilator was returned to the third party for evaluation and the customer¿s complaint was confirmed. The device's tidal volume and fio2 sensor was reset to address the issue. Active exhalation module was cleaned to address the issue.